Event description:
The alleged incident happened on (B)(6) 2010, at (B)(6) hospital, in (B)(6). The incident report form provided from the hospital reports the alleged incident as follows: "patient family wheeled patient to the hallway. High flow 02 tubing filled with frozen fluid. Nasal cannula broke off cracked flow control valve, sitting on patient's lap. Portable tank hanging from wheelchair handles. All tubing and tank removed from patient by nurse." The unknown patient's nose was allegedly burned. The hospital notes that lidocaine and silvadene was used/ applied.

Manufacturer narrative:
Caire is in-process of having the subject unit returned for testing and evaluation.